Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k102470. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thyroidectomy, the device did not seal with end tone heard. Bleeding was less than 250cc from transecting vessels. A device was used to close the bleeding. Another device was used to complete the procedure. There was no patient injury.